Event description:
Bug on paint sponge in a medline premium wet tray. Manufacturer response for paint sponge in wet tray, medline (per site reporter): a quality review investigation has been initiated.